Event description:
It was reported that the patient experienced sinus bradycardia, loss of cardiac output, and cardiac arrest. An angiojet zelante dvt device was selected to remove a thrombus with greater than 60% burden in the subclavian vein. During the procedure, tissue plasminogen activator (tpa) 20 mg and 100 ml saline were administered through the device. During the lytic administration phase, the patient developed significant sinus bradycardia with transient loss of cardiac output characterized by a significant drop in blood pressure. The patient was stabilized; however, a second episode of loss of cardiac output occurred; therefore, the angiojet procedure was stopped. It was noted that the device functioned as intended, but that the patient did not respond well to angiojet therapy. After a 20-minute dwell time, thrombectomy was attempted; approximately 10 seconds after initiation, the patient deteriorated and went into cardiac arrest. The patient was stabilized and the procedure was stopped. No additional device was used for thrombectomy after angiojet was stopped, and the surgeon closed up and unscrubbed. It was noted that the thrombus had nearly cleared with approximately 50% thrombus burden in the subclavian region. The patient stayed in the hospital for 7 days for observation and recovered well.